Manufacturer narrative:
Device evaluated by manufacturer - the complaint device, an imaging catheter used for diagnosis, was returned for evaluation. The lot number of the returned labels matched the expected lot number, confirming that the correct complaint device was received for investigation. The complaint was returned as a brand new catheter. The catheter tray was sealed and not opened when received. The mdu sterile drape bag was missing inside the returned box. Only the dfu instruction, bsc disk and the catheter was inside the returned box. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A probable root cause of manufacturing was assigned to this complaint for the package component missing issue. (B)(4).

Event description:
It was reported that prior to a balloon treatment procedure, the sterile pouch was not sealed. While unpacking the device, it was noted that the seal of the sterile pouch was not intact. The device was not used and the procedure was completed with another of the same device. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were no issues with the seal of the pouch containing the atlantis catheter and that the issue was a missing pouch which contains the motor drive unit sterile bag and directions for use.